Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had infection at the midline incision. The patient¿s symptoms included fever, drainage, and pain at the incision site. The physician could not determine if it was device or procedure related, but he did not think it was device related. The patient underwent an explant procedure.